Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, the image is dark and cloudy due to broken lens in the optical system. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (okr) was informed the customer oes elite, high-definition autoclavable telescope was returned to the olympus service center for a reported ¿image is blurry¿ found during preparation for use. The scheduled diagnostic procedure was completed with a similar device. During the service inspection, the locking pin was found broken off and missing. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture the broken component defect found during the inspection.

Manufacturer narrative:
The customer reported a blurry image. During their inspection, the service business center (sbc) found the following: 1. The lens malfunction was confirmed. 2. The pin is broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the identified fault patterns are most likely attributable to the use of excessive force by the customer. Olympus will continue to monitor the field performance of this device.